Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to elevated threshold measurements. Additionally, the pacemaker was explanted and replaced during the same procedure due to reaching the elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.